Event description:
A report was received that during the lead placement for a trial, the patient had a dural injury and fluid came out of the needle. The patient had a headache and the physician performed a blood patch. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.